Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device and leads were explanted due to pocket infection. Patient was discharged on life vest to be implanted at a later date. There were no complications during or post procedure. Patient was stable.